Event description:
The hospital reported that during the prepatation for a saphenous vein harvesting procedure, the cone tip broke when the endoscope was being inserted into the vasoview conical dissection cannula. The cone tip fell on the table. A replacement unit was used to complete the procedure. The hospital did not report any patient complications.